Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000483, serial/lot #: none. Product ID: bi71000717, serial/lot #: none. Serial/lot #: none. Product ID: bi71000127, serial/lot #: none. Product ID: bi71000492, serial/lot #: none. A medtronic representative went to the site to test the equipment. The x-stage was replaced. A system checkout was performed and the system is working as intended. (B)(4). Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the x-stage cover, a green led, the bellows felt, and the 135 degree cover were identified to be damaged during a planned maintenance (pm). There was no patient involved.